Event description:
Pinnacle litigation record received. Litigation alleges friction and wear between cobalt-chromium head and liner causing elevated metal ions and particles in plaintiff blood, tissue and bone resulting to inflammation, mental and emotional injuries, pain and discomfort when ambulating. Medical records were received that indicate the patient underwent a right knee replacement on (B)(6) 2015 using a natural knee gender specific porous components by zimmer. On (B)(6) 2015, she was hospitalized for possible dvt, pain, swelling and difficulty walking. She underwent a left total knee replacement on (B)(6) 2017 using a porous-coated natural knee gender specific by zimmer. Subsequently, the patient had pain and swelling. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".